Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. No third party assistance was required. Reportedly, the customer continued to use the pump for insulin therapy.